Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving sensor scans that were between 3.0 mmol/l or 3.1 mmol/l, which was lower than she felt but did not do a comparison reading. The customer experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The paramedic arrived at the customer¿s home and a blood glucose reading of ¿78.7¿ was obtained on the hcp meter and then she was taken to a hospital where she was admitted to the intensive care unit (ICU). The customer received unspecified medical treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving sensor scans that were between 3.0 mmol/l or 3.1 mmol/l, which was lower than she felt but did not do a comparison reading. The customer experienced symptoms of dizziness and a loss of consciousness and was unable to self-treat. The paramedic arrived at the customer¿s home and a blood glucose reading of ¿78.7¿ was obtained on the hcp meter and then she was taken to a hospital where she was admitted to the intensive care unit (ICU). The customer received unspecified medical treatment and no further information was reported. There was no report of death or permanent injury associated with this event.